Event description:
Hcp reported pt infection, no meningitis. Signs and symptoms were redness, swelling and pain. The primary location of the staph infection was rle. Cultures were obtained from the wire track (subcutaneous) and the device pocket. Hcp reported type of organism found unknown. The pt was treated with oral antibiotics and a partial device system explant. The infection resolved. Prior pt risk factors involved before implant was diabetes. The devices were explanted but not returned to the manufacturer for analysis.